Manufacturer narrative:
The unit was returned and decontaminated and visual inspection performed. No obvious damage noted. Gas transfer testing was conducted at blood flow rates of 1, 4 and 8 liters per minute, with a gas-to-blood ratio of 1:1 under controlled laboratory conditions using bovine blood. At 8 lpm results indicated that po2 was slightly below specification. However, the unit met product specifications for 1 lmp & 4 lpm and all values were within acceptable range with respect to aami standards.